Manufacturer narrative:
The technician replaced the head brake caster to resolve the issue.

Event description:
It was reported by service report that the foot end jack would not pump up. No pt involvement or adverse consequences are reported.